Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 209 mg/dl and 91 mg/dl. Customer washed her hands between obtaining the readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.